Event description:
Procedure type: lower anterior resection: according to the reporter: col tanvir ul islam performed one lar with our premium plus ceea (circular stapler) on (B)(6) 2014 at combined (B)(6). While doing anastomosis with our circular stapler he found that, after firing no staple pins came out with cutting of the gut, causing huge bleeding to the patient. Somehow doctor managed the situation with his skilled hand and patient got survived. There was no stapler pin inside the stapler. There was patient involvement and patient injury.

Manufacturer narrative:
(B)(4).